Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (7 mg/ml at 3.8 mg/day) and bupivacaine (8 mg/ml at 4.3 mg/day) via an implantable pump for an unknown indication for use. It was reported motorstop (motor stall) occurred during the night and the patient heard the critical alarm. The event date was (B)(6) 2019. Telemetry of the pump and checking the log files was performed. The hcp tried to program a single bolus without success. The issue was not resolved. Pump replacement was planned for (B)(6) 2019. Contributing factors were unknown. The patient status was alive - no injury. The pump would be returned. There were no reported symptoms. Further complications were not reported. Additional information was received. The patient experienced more pain. The patient was hospitalized and received alternative pain treatment until the pump surgery was done and the pump was replaced. The event had resolved.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.